Event description:
A consumer reported a quantity of 12 minicaps in which the sponge in the minicap was brown, but dry. The package was not opened or damaged prior to use. The consumer is using a new box of minicaps with no reported problems. No further information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the customer report of a dry minicap sponge was undetermined. A sample was not returned for evaluation. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to watch for similar occurrence trends and will take corrective/preventive action as appropriate.